Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7113899/7114784. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 29661767/30626348.

Event description:
It was reported that the patients spinal cord stimulator (scs) system was explanted due to excessive bleeding. The patient was doing well post operatively. The explanted devices will not be return.